Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses on electrograms (egm) and a second degree heart block, a implantable pulse generator (ipg) malfunction was suspected. Oversensing was also noted on the left ventricular (lv) lead. The lead was reprogrammed and the ipg and lead remain in use. No further patient complications have been reported as a result of this event.